Manufacturer narrative:
The device was received not deployed. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod less than one hour. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient succuessfully activated a new pod.